Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, a 26mm sapien 3 ultra valve was implanted in the aortic position -1/2cc below nominal. The native valve was heavily calcified. Approximately 1 year and 1 month post implant, the valve had moderate paravalvular leak (pvl), and the patient was symptomatic for heart failure. The sapien 3 ultra valve was post dilated with a commander delivery system with one additional cc above nominal. The pvl reduced from moderate to trace / mild. The physician was happy with the result. There were no complications during the post dilation procedure. Upon last follow up with heart team, the patient was stable and discharged with mild pvl. The heart team believes the root cause of the pvl could be "recoil" of the valve frame or a possible damage to the sealing skirt, allowing a leak. However, this is only a hypothesis from the physician and there is no imaging that shows the "recoil". The valve is heavily calcified, which could also potentially cause a leak.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The sapien 3 ultra valve remained implanted and was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A device history record review was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The instructions for use/training manuals were reviewed, and no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The paravalvular leak was unable to be confirmed due to unavailability of relevant imagery/medical records. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, it was reported that the native valve was heavily calcified. Bulky calcification can create irregular contact between the pvl skirt and target site (native annulus), potentially resulting in a paravalvular leak as reported. Additionally, the reduction of the pvl from moderate to trace following post-dilation suggests that the valve may have been under-expanded initially. Over time, the progression of calcification and changes in the cardiac structure could contribute to this under-expansion, necessitating further intervention to optimize valve fit and function. As such, available information suggests that patient factors (calcification) and/or procedural factors (under-expanded valve) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.